Event description:
Additional information was received from the patient's physician stating that the device was intentionally programmed off due to high impedance that had been reported under MFR report 1644487-2012-00490. Therefore, a software malfunction did not occur and the device was intentionally programmed off.

Event description:
During the manufacturer's review of the programming history database, a potential malfunction was identified resulting in a patient leaving at unintended settings. On (B)(6) 2012 a system diagnostic test was performed at 7:44 am and experienced faulted communication. This caused the patient to be reprogrammed to unintended settings. The patient's output current was programmed back to intended settings that afternoon, but her off-time was not readjusted. Another system diagnostic test was performed at 4:04 pm on (B)(6) 2012 with no faulted communication noted to have occurred. The settings were not changed as a result of the diagnostic test that occurred on (B)(6) 2012 during the afternoon. High impedance was found on the completed system diagnostic tests on (B)(6) 2012 and has previously been reported under MFR. Report 1644487-2012-00490. When the device was interrogated on (B)(6) 2014, it was again found at settings indicative of a faulted system diagnostic test. No further relevant information has been received to date.